Event description:
It was reported that this right ventricular (rv) lead exhibited an increase of the pacing impedance, noise was also observed on this lead. X-ray was performed and it showed a fracture around the puncture location of the lead. The lead was subsequently explanted and replaced. No additional adverse patient effects. The lead is not expected to be returned as it was discarded.